Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was water on the floor near the cycler. The patient reported that they are not sure what is causing the leaking, but they think maybe it might be a crimped line in the cassette. There was no patient harm, adverse event, or medical intervention was required. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Additional information: b5 upon further investigation, it was determined that the event reported on 8030665-2021-00006 was not a reportable event related to fmc products. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on 8030665-2021-00006.

Event description:
A peritoneal dialysis (pd) patient reported that there was water on the floor near the cycler. The patient reported that they are not sure what is causing the leaking, but they think maybe it might be a crimped line in the cassette. There was no patient harm, adverse event, or medical intervention was required. Upon follow up, the patient stated that the fluid leak occurred from the drain line and they had noticed it the next morning after completing her treatment. The patient stated that the fluid leak did not come in contact with the cycler, but it leaked onto the floor. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.